Manufacturer narrative:
(B)(6) 2015 this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the sieve has a smell/odor. However, technician notes on irs indicate no audible sound from the power switch caused by debris. Cleaned out debris and ok now. The contaminated/dirty power switch would be the key failure to the reason for repair of unit alarms not functioning. The power switch non-functioning alarm issue is a reportable event which is the basis of this 3500a.